Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient priming while attached).

Event description:
The patient contacted animas on (B)(6) 2014 reporting that they primed while attached, three units at most. The patient¿s blood glucose (bg) was less than 3.9mmol/l with inability to concentrate. The patient did not receive any treatment above and beyond the usual routine of diabetes care and management. This report is being made due to the hypoglycemic event the patient experienced related to the patient priming while attached.

Manufacturer narrative:
Follow-up #1 date of submission 05/02/2014. Device evaluation:the returned cartridge was evaluated by product analysis on 04/23/2014 with the following findings:the returned cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.